Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the entire drg system was explanted which resolved the issue. The ipg site is healing and the patient is stable.